Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a total abdominal hysterectomy, the knife blade was advanced and then the jaws could not be re-opened. The site contact did not know if the device was applied to tissue when this occurred. The surgeon opened another instrument and successfully completed the procedure. There was no patient injury.